Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was diluting the insulin with saline by mixing it in the syringe. Technical support advised to use only u100 insulin and use a cartridge with u100 novorapid only. The customer decided to monitor the issue and follow up if necessary.